Event description:
The device has been explanted due to an otitis media infection which has spread to the electrode. A new implant was placed on the opposite side.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due otitis media, which spread to the implant site. Review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has been explanted due to an otitis media infection which has spread to the electrode. A new implant was placed on the opposite side.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due otitis media, which spread to the implant site. Review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The device has been explanted due to an otitis media infection which has spread to the electrode.